Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a single inappropriate shock due to conducted atrial fibrillation with different morphologies, low amplitudes and oversensing. The technical services (ts) indicated that it could potentially be a bundle branch block. It was noted that the patient was recently admitted to the hospital with decompensation cordis and the medication has been changed. The patient was dismissed and the day after received the shock. The s-ICD was reprogrammed to alternate and the myopotential test showed good detection and n markers on each qrs. This s-ICD remains in service. No adverse patient effects were reported.